Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemic event while using the ilet system with an inset infusion set and a dexcom g7 continuous glucose monitor (cgm), with a highest cgm and glucometer-confirmed blood glucose of 500 mg/dl, attributed by the user to a leaking cartridge. The event resolved after a supply change, and the device problem was characterized as a leak involving the reservoir component. Symptoms included hyperglycemia with sweating. Outcomes included a missed insulin dose without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal consistent with a device leak and localized to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.